Manufacturer narrative:
The investigation for limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Event description:
The user facility reported a 74-year-old female undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. Impella cp support was placed for a patient with multiple cardiac and systemic comorbidities. The support was a bipella and the patient was on continuous renal replacement therapy. The impella accessed limb became ischemic and was treated by placement of a femorofemoral bypass. The pump support continued until care was withdrawn and the patient expired. Upon review by abiomed's medical safety officer, there is not enough information to associate use of the device with the patient's outcome.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system: section: potential aderse events (united states):¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿